Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon issue was confirmed. As received, balloon was found to be ruptured at central area. Balloon edges did not match at the ruptured region. Balloon inflation lumen was tried, backpressure was noticed. Both windings also appeared intact. Dry blood residues were visible in the balloon port. The through lumen was found to be patent and did not leak. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient with this fogarty catheter, the balloon burst after inflation. There was no patient injury. Patient demographics unable to be obtained. The device was available for evaluation.

Manufacturer narrative:
Based on further engineering investigation, balloon and winding inspection are performed as part of the manufacturing process. Additionally, a pra has been generated to address this issue. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.